Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360 pump where it was reported that after many attempts to get the pump to turn on (changed ribbon cable as alarming, then swapped cpu board as per field service technician recommendation plus others), the pump started smoking from the pump module. It was near where the fluid shield ribbon cable was connected. There was no report of patient involvement or patient harm.

Manufacturer narrative:
Received the actual device for investigation. There was no evidence of sparks, shocks, flames, charring, or melting. The reported complaint was confirmed. During pump could not be turned on or off. Disassembling the device revealed that the flat cable (part number # 683-67000-402) connecting the app pwa/driver pwa had been installed incorrectly, and the power supply (pn # 810-95242-531) was found to be defective. Replaced the parts and device passed performance verification test. Probable cause: defective power supply pwa. A 12-month service history was performed and no similar complaint was found.